Event description:
In 2008, the pt reported he just rec'd his new insulin infusion device yesterday and stated there is a large air bubble in the insulin cartridge of the device. He stated he would try to prime the bubble out and ended the call as he was busy. On f/u with the pt five days later, he stated he primed the air bubble out of the cartridge. He stated he uses room temp insulin when filling the cartridge. He stated he has had no further issues. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.